Manufacturer narrative:
The olympus sales representative (rep) requested that the olympus technical assistance center (tac) personnel give the customer a call after hearing about the b30 error. Tac called the customer and spent time trouble-shooting the error message. According to the customer, some scopes were working properly with the subject device and some weren't - receiving a color bar. Tac requested that the customer turn off the unit and try using a known good scope and a known bad scope. The known good scope functioned properly, but the known bad would not provide an image at all, only static. Tac then had the customer try reseating the cabling, but that was unsuccessful. It was at this time that tac recommended cleaning the device and provided the customer with the cleaning kit part number. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that their evis exera iii xenon light source was presenting a b30 scope communication error during preparation for use. According to the initial reporter, the procedure was completed by using another scope and the patient's overall outcome was good.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty scope could not be identified. Olympus will continue to monitor field performance for this device